Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. Details of surgery: sinus perforation. On 2023-10-05, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and inflammation. No further patient complications were reported.